Manufacturer narrative:
The insulin pump was received with failed battery test alarm due to corroded battery tube; unable to verify button error alarm due to failed battery test alarm. No damage was found on the keypad trace noted. The lcd connector was inspected and no unlocked connector was noted. The insulin pump had cracked case at the display window corner and minor scratched display window.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the buttons on their insulin pump no longer work. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to insulin shots until the replacement arrives. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.